Manufacturer narrative:
Section a1: the patient identifier has been changed to p2017-247. The initial mw was submitted under p2017-106b, which is incorrect. Section d4: this information was updated as it was omitted at the initial submission. The device investigation has been completed and the results are as follows: device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product review: n/a. As the complaint cannot be replicated, and there were no nonconformities identified. Returned sample: the returned part was confirmed to be an inclusive tapered implant 3.7 mmd x 10 mml x 3.5 mmp by using the radiographic template. No defects or abnormalities were observed. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, periimplantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Manufacturer narrative:
It was reported that the implant failed to osseointegrate . However, the patient is stated to be doing fine without any reported adverse events. No other pre-existing conditions were reported that may have contributed to this incident. The DHR was reviewed and no discrepancies were noted in any of the processes related to the manufacturing of the implant itself. The complaint device is currently under investigation and more results will be available upon completion of the evaluation and investigation. However, failure to osseointegrate is a well-known and well-documented inherent risk of the implant procedure and is not caused by the implant itself.

Event description:
It was reported by the dentist that the implant failed to osseointegrate. The patient had type ii bone with no general bone loss or granulated tissue at the implant site. No abnormalities were noted with the implant itself. The patient is stated to be doing fine without any serious injury.